Event description:
It was reported by the pt's spouse that pt underwent a cardiac catheterization procedure in the right femoral artery with an angio-seal device deployed 1 day prior to event date. The pt was discharged home the same day. The following day, the pt developed a hematoma and experienced swelling and pain (no bruising). The hematoma was the size of a peach and extended from the puncture site up to the "crease in the leg". The physician's office was contacted three days later regarding the hematoma and the pt was placed on oral antibiotics. The pt was taken to the ER two days later, with a temperature of 100 and was weak. Pt was placed on IV antibiotics and admitted to the hosp. Surgical consult revealed a hematoma. The pt was then discharged three days later on oral antibiotics. Pt is still experiencing fatigue and has a hard mass in the right groin.